Manufacturer narrative:
"Type of reported complaint" in box h has been corrected.

Event description:
The manufacturer was contacted in reference to a dreamstation auto bipap device. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was report of patient death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.